Manufacturer narrative:
Follow-up # 1 (11/22/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter displayed low battery and meter was found to have a low/dead battery. During pa testing, the battery was replaced and the meter works properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an unknown message issue with her one touch select meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on the "morning" of (B)(6) 2011. She stated that she manages her diabetes with a combination of metformin and another medication (name is unclear) and due to the alleged issue she denied making any changes to her regular treatment. The patient claimed "one day" later, after the alleged issue started she felt "lightheaded and sweaty." In response to her symptoms, she denied receiving any form of medical intervention. During the initial call with customer service, the agent noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.